Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported the infusion device delivers too low insulin. Patient reported a blood glucose level of 152 mg/dl on (B)(6) 2011 at 10 pm and then went to bed. Patient stated blood glucose levels on (B)(6) 2011 were: at 8 am 585 mg/dl and she administered 10.0 units of insulin via the infusion device; at 9 am her blood glucose level was 370 mg/dl; at 9:30 am her blood glucose was 260 mg/dl, she ate and then administered 8.0 units of insulin via the infusion device; at 11 am her blood glucose was 386 mg/dl and she administered 8.0 units of insulin via the infusion device; at 1 pm her blood glucose was 380 mg/dl, patient changed the infusion set needle and then administered 8.0 units of insulin via the infusion device; at 2:30 pm patient ate and then administered 6.0 units of insulin via the infusion device; at 3 pm her blood glucose was 377 mg/dl; at 4 pm her blood glucose was 426 mg/dl and she administered 8.0 units of insulin via syringe; at 5:30 pm her blood glucose was 88 mg/dl, she ate and then administered 10.0 units of insulin via the infusion device and at 11:30 pm patient's blood glucose was 234 mg/dl and she administer 3.1 units of insulin va the infusion device. Patient reported on (B)(6) 2011 at 1 am her blood glucose was 321 mg/dl; she administered 5.0 units of insulin via the pen and then switched to her backup infusion device. Patient stated now her blood glucose is okay. Patient's normal blood glucose level is 120 mg/dl. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.